Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
It was reported by the patient's clinic that the patient had expired while dialyzing on the cycler at home. The patient was found unresponsive and emergency medical services pronounced the patient dead at the patient's home. The cause of death was unknown, but the physician believes that the death was not related to being connected to the cycler. There are no allegations of a product malfunction. Medical records were provided for the patient's concomitant medications and comorbidities. Further medical records were requested and will not be made available.

Manufacturer narrative:
The system air leak and valve actuation tests passed. The load cell and verification were within tolerance. The patient sensor calibration check passed. There were no internal inspection discrepancies. A simulated treatment was performed in which the amount of fluid delivered to a pseudopatient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The simulated treatment was performed and completed without any problems occurring. The heater tray/scale was not obstructed. External, visual inspection: the gasket behind the front panel bezel is hanging approximately 1/4 inch onto the front panel. This does not obstruct the view. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
Medical records were received and reviewed. The received medical records did not contain dialysis treatment records, progress notes, physician orders, medication records or additional laboratory results for review that correspond with the date of the outcome. The received medical records did not contain a death certificate or an autopsy report. There was no documentation in the medical record supporting a possible association between the fresenius dialysis products and the outcome of death. Further information has been solicited.

Event description:
Based on review of medical records information the patient discontinued taking insulin on an unknown date in (B)(6) 2015. On an unknown date, the patient stopped taking cymbalta (duloxetine) and livalo (pitavastatin). The patient's clinic reported that on (B)(6) 2016, the patient was found unresponsive, emergency medical services arrived to the patient's home, and the patient was pronounced dead.